Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered an alert when the rv pacing impedance exceeded the programmed upper alert level, triggering an alert for high impedance. Follow up with the field representative indicated that no reprogramming has been completed at this time and the lead will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.